Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an ear nose and throat (ent) surgical procedure, it was observed that the attachment device was heating up on more than one occasion. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4): device manufacture has been corrected from dec 30, 2014 to nov 20, 2014. Conclusion was corrected from 11 in the initial report to 92 on this report as the device has not been returned for evaluation to date. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional information was provided by the reporter that the patient outcome was reported as "satisfactory". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.